Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the insulin pump alarmed threshold suspend; she had the limit set up at 90 but her blood glucose was 110 mg/dl. She had dinner and changed the threshold suspend limit to 80 and two hours after she received the threshold suspend alarm twice. Blood glucose value was at 123 and 102 mg/dl and sensor reading was 61 mg/dl. Troubleshooting was done and customer was advised to turn the sensor feature off and on and reconnect old sensor.